Event description:
It was reported that pt experienced intermittent electrical sensations and pain at the device/extension site. Multiple attempts were made to reprogram device without success. The hcp suspected the lead may have been damaged. X-rays in 2009 showed no abnormalities, and no definite wire discontinuity. CT scan at about 11 days later showed no abnormalities. The device and extension were replaced as well as the device pocket was moved to the abdomen. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-report will be sent when the analysis is complete.